Event description:
The reporter stated that his wife's meter would emit a "beep" while attempting a blood test and the meter had prompted er1. It was determined that the test strip was not being inserted all the way into the meter and that the strip was heavily saturated with blood.